Manufacturer narrative:
Investigation summary stated, "several customer complaints have reported discrepant results with abnormal fluorescence/curves across multiple lots of alinity m resp-4-plex amp kit (list 09n77-090)", which includes the incorrect list number. Investigation summary should have stated, "several customer complaints have reported discrepant results with abnormal fluorescence/curves across multiple lots of alinity m resp-4-plex amp kit (list 09n79-090)". The remainder of the summary was correct.

Manufacturer narrative:
Investigation into this complaint included a quality data review, a customer data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the runs for the questioned samples were reviewed. The runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the positive and negative controls. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 513424 is performing outside of established design performance specifications. Several customer complaints have reported discrepant results with abnormal fluorescence/curves across multiple lots of alinity m resp-4-plex amp kit (list 09n77-090). In order to ensure there is no product deficiency for this product, a complaint search and frequency of occurrence calculation was completed to assess the performance of the product in the field. The frequency of discrepant results with abnormal fluorescence/curves for the alinity m resp-4-plex product is (B)(4). According to the alinity m resp-4-plex clinical performance protocol, which was used to validate user needs and product requirements: the negative percent agreement (npa) between alinity m resp-4-plex and the comparators assay shall be 95% or greater (frequency < 5%). The frequency of discrepant results is less than 5% therefore a product deficiency for alinity m resp-4-plex (list 09n79) could not be identified from this analysis. The customer's observation of abnormal curves was verified; however, the occurrences of these results continue to meet our design specifications. Quality data review: device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 513424 and its components was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 513424 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers and the reported issue. Complaint history review a lot specific complaint history review was performed to identify any similar complaints, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 513424. The lot specific complaint history review for alinity m resp-4-plex amp kit (list 09n79-090) lot 513424 identified eight complaints related to the reported issue, which were all investigated together as part of this investigation. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 513424 was not identified. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
Customer reported 16 false positive results on the alinity m resp-4-plex assay for sars-cov-2. The customer originally questioned 9 samples due to an unusual amplification curve. 5 samples were immediately retested on the alinity m instrument and generated negative results. There was not enough of the other 4 samples to immediately retest them, but upon retest with new samples from 3 of those 4 patients, negative results were generated. For the last patient there was not enough sample to retest and no information was received for a retest, but according to the customer there was no impact to patient management. A total of 3 patients were notified of the initial positive results. One had a dialysis treatment scheduled, which was not delayed since the clinical team was notified. A second patient did not have treatment delayed because they received the repeat negative results in time. The third sample came from a study and there was no patient impact. Customer followed up at a later date that 7 more samples were identified as false positives by the lab. They were all retested on another instrument and determined to be negative. None of these positive results were released outside the lab, so these 7 false positives had no impact to patient management. This incident is being reported to FDA because the incident occurred in the (B)(6) using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.